Event description:
The customer reported that the panorama central monitoring station wireless transceiver (tim) stopped functioning, causing all wireless devices to lose communication. No pt injury was reported.

Manufacturer narrative:
The system was evaluated and the power supply to the wireless transceiver was replaced. The faulty power supply was believed to have resulted from a power surge at the facility. The system was tested to established specifications and returned to use.